Manufacturer narrative:
The insulin pump was monitored after battery insert and no constant tone was noted. However, the insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump was received with moisture damage at the motor assembly, minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the insulin pump was exposed to moisture after the customer had fallen out of a canoe with the device. The blood glucose reading was 186 mg/dl. The customer stated that the insulin pump display went blank immediately after the device was exposed to moisture. He also observed a constant tone occurring. Advised replacement of the insulin pump. The blood glucose reading was 147 mg/dl when checked a second time during the call. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.